Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, that they replaced front cover, keypad, rear case, barrel clamp, carriage block assy, sleeve drivearm, retainer, wiper seal & left/right iui connector. Performed calibration. A review of the device history record showed, the device had a manufacture date of 26 dec 2012. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. Based on the findings, service determined, that the proximate cause of the reported issue was, due to maintenance issue of the cover front syringe. A review of the complaint history record in trackwise and sap was performed, for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted, for the following parts replaced, that have an already existing CAPA. CAPA #: ca-2018-0161 for iui conn issues; CAPA #: 1604765 for syr rear case; CAPA #: fi-2017-0015 syr gripper.

Event description:
It was reported, that the device had a pump stiff to bring up and down. Cracked front case, pressure sensor missing white sticker. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a pump stiff to bring up and down, cracked front case, pressure sensor missing white sticker. No patient involvement.